Event description:
Pt reported that are sometimes not able to prime their device and they believe this problem is due to faulty infusion set tubing. Pt made three attempts to prime and no insulin dripped through the infusion set tubing. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.